Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stretched coils were confirmed. The reported break was confirmed as a material separation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. In this case, there was no damage or anomalies noted to the guide wire during the inspection prior to use or during preparation for use, which suggests a product quality issue did not contribute to the reported difficulties. Return device analysis noted the shaping ribbon separation occurred distal to the center solder. It is likely that the shaping ribbon separated during the procedure, possibly due to interaction with the anatomy; however, this cannot be confirmed. Additionally, it is likely that the coils became stretched during removal, due to the noted separation. Without the core/shaping ribbon intact, the coils can become deformed/stretched when met with resistance. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a left anterior descending artery. The hi-torque balance heavyweight hydro guide wire crossed the lesion; however, the wire was noted to be fractured and the coils stretched. The device was removed successfully. There was no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.